Event description:
We have received a complaint from a patient regarding the microfine pro 32gx4mm, and we would like to confirm how to handle this situation. The patient is using the microfine pro with the teriparatide bs subcutaneous injection kit 600 g "motida." We have provided this kit to the patient three times in a row, and they have been using it for some time. However, the patient reports that, for the first time, the needle became bent. When they tried to remove it and put the cap back on, the needle snapped, and the broken piece fell into the medication. While I believe the bending of the needle may be due in part to the patients usage, is it possible for a broken needle to enter the medication solution? Additionally, if the patient claims the product is defective and requests an investigation, is it possible for you to look into this? (1) details of the incident (timeline, circumstances, etc.): the patient is using the teriparatide bs subcutaneous injection kit 600 g "motida" with a microfine pro needle attached. We have provided this kit for about three consecutive administrations, and the patient has been using it for some time. However, for the first time, the needle became bent. When the patient attempted to remove it by attaching the cap, the needle snapped, and the patient stated that the broken piece fell into the medication. Yesterday, after administering the medication, the patient forgot to remove the needle. When attempting to administer the medication today, the needle was still attached, so when the patient tried to remove it by attaching the cap, the needle broke and fell into the solution. Since the patient has been using this kit consistently, they appear confident that they have been performing the procedure correctly. (2) when did this occur? After use (date of occurrence: (B)(6) 2026) (3) needle stick injury: no (4) other additional measures: no (5) was the product used on a non-human subject?: no (6) is the returned item used?: yes (7) if used, what is adhering to it?: blood, bodily fluids (8) expected quantity to be returned/recalled quantity: 1 unit (in the patient¿s possession)